Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (not powering on) was confirmed. Upon investigation, the charger was resetting due to an internally shorted j17 connector on the bedside board being internally shorted. The root cause of the shorted j17 connector was unable to be positively identified. There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a patient's battery charger will not power on.